Manufacturer narrative:
Investigation results: to date, the device has not been received for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
It was reported that the package containing this bur was cracked resulting in compromise of the product's sterility. This was observed during receiving and inspection of the product by the distributor.